Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the lobectomy procedure, the surgeon clamped the tissue of pulmonary parenchyma, pushed the green button and started squeezing the handle. During the second squeezing, the handle ran idle and could not be fired. Tried over and over again, however the each status was same. The surgeon opened the jaws and removed the device from the tissue. Replaced by new devices, the procedure was completed with no problem. Due to tuberculosis ,the both devices were discarded by the customer at the hospital. No harm was caused to the patient.